Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this right ventricular lead exhibited noise, oversensing, impedance issues and pacing inhibition. It was noted that during the extraction procedure this lead got damaged. This lead was successfully replaced. No additional adverse patient effects were reported.